Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen would intermittently freeze and was delayed in responding to presses. Additionally, the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.